Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes would not hold in place during use. The following information was provided by the initial reporter: I noticed as well as other samplers that the dry tubes and bd citrate did not hold in place when the tube was introduced into the vacutainer. Tubes tend to be expelled if they are not held with the hand that introduces them! It's sometimes destabilizing.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to tube push off as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes would not hold in place during use. The following information was provided by the initial reporter: I noticed as well as other samplers that the dry tubes and bd citrate did not hold in place when the tube was introduced into the vacutainer. Tubes tend to be expelled if they are not held with the hand that introduces them! It's sometimes destabilizing.